Manufacturer narrative:
Investigation summary: bd received one (1) photo for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was not observed. Additionally, 100 retention samples from bd inventory were visually inspected, and no gel defects were found. Complaints for sample quality were not under statistical control for the month of march 2025, therefore factors that may contribute to poor barrier were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (poor barrier separation) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All gel visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, three (3) tubes exhibited poor barrier separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, three (3) tubes exhibited poor barrier separation. No adverse impact was reported regarding the patient or user.